Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
It was reported to philips that the device had a proximal pressure sensor auto zero failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4: 17apr2021. B4: 18apr2021. The device was reported to have been in testing when the event occurred, there was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the data acquisition printed circuit board assembly (da pcba) needed to be replaced to return the device to working condition. The fse replaced da pcba to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.